Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for no motor movement or negligible movement. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they got new insulin pump couple of weeks ago and it says insulin delivery stopped and rewind required alarm went off and rewind and started looping and then it gave the error. Customer reported that alarm history check for pump error and it shown no motor movement or negligible movement. Customer states they are not able to rewind the pump. Advise the pump requires replacement and to discontinue use of the pump. Advise to revert to backup plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with pump error alarm during rewind due to corroded motor home switch. Pump passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.